Manufacturer narrative:
On july 24, 2020, mentor became aware that the left breast implant was not ruptured, and was intact upon removal. Mentor also became aware that the patient also experienced capsular contracture; baker grade unknown on the right side. In addition, mentor also became aware that the patient underwent bilateral replacement with the following devices: (left) 560cc mentor memorygel breast implant catalog: smpx560 lot: 9442029 sn: (B)(6) and (right) 560cc mentor memorygel breast implant catalog: smpx560 lot: 9433624 sn: (B)(6). The right breast capsular contracture will be reported under mrn: 1645337-2020-09269. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered left breast implant inter-capsular rupture and left breast capsular contracture; baker grade iii, post-operatively. The patient felt a pop and soft sense. Mammography on (B)(6) 2020 showed some irregularity. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.